Manufacturer narrative:
Qn#(B)(4). The customer reported issue of the incorrect part number and catheter length being listed on the lidstock label was confirmed through a complaint history review for this lot. Evaluation of previous samples from this lot revealed that the lidstock information label listed the part number as cdc-45703-1a instead of the correct number cdc-42703-1a and the catheter length as 20cm instead of the correct length 16cm. The information label is attached during packaging of the kit; therefore, the probable root cause of this issue is packaging related. A CAPA is currently in-process further investigate this issue.

Event description:
The customer reports: product has conflicting labeling. It contains a 16cm triple lumen cvc, but the packaging has both cdc-45703-1a and cdc-42703-1a.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: product has conflicting labeling. It contains a 16cm triple lumen cvc, but the packaging has both cdc-45703-1a and cdc-42703-1a.